Event description:
Procedure: lobectomy. According to the reporter: the device misfired on the lung and there was some tissue damage reported. A blood transfusion was done and the surgeon was able to get the blood loss under control. The pt was sent to the ICU.

Manufacturer narrative:
.